Event description:
Reported issue: hcp found a damaged product's packaging with hole, minor scratch during inspection.

Manufacturer narrative:
Qn#(B)(4). The device history review for the product visistat 35w 6/box lot# 73f2200464 investigation did not show issues related to the complaint.

Event description:
Reported issue: hcp found a damaged product's packaging with hole, minor scratch during inspection.

Manufacturer narrative:
(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. The individual returned unit was an unopened sample in its original packaging. The packaging was observed to be damaged at the corner of the tray next to the cover block and opposite the lidstock. A crack was also observed on the front of the packaging in the region around the trigger and cover block. The sterile barrier of the returned sample is compromised due to the packaging damage. Per DHR the product visistat 35w 6/box lot # 73f2200464 was manufactured on 06/14/2022 a total of (B)(4) pieces. Lot was released on 06/28/2022. DHR investigation did not show issues related to complaint. The sterile barrier of the returned sample is compromised due to the packaging damage. The reported complaint of "broken package - sterility compromised" was confirmed based upon the sample received. Visual examination of the returned sample revealed that the packaging is damaged to the point of a compromised sterile barrier. Teleflex will continue to monitor and trend on complaints of this nature.